Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "internal comm failure- 1173", "internal comm failure - 1471", and "internal comm failure- 1475" error messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has indicated the product has been removed from service and will not be returning to zoll.